Event description:
Reporter indicated that vns pt experienced an increase in seizure activity after an increase in device normal model (to 0.50ma) and magnet mode (to 0.75ma) output currents. The pt's family member reported that the day after the increase in programmed parameters, use of the magnet seemed to "aggravate" the pt's seizures and the pt had more seizures than usual (increased from 1-2 seizures per day to 1-3 seizures per day in clusters). Additionally, the pt complained that their head was hurting and that pt felt some tingling. Treating neurologist reportedly told the pt's family member that their pt was having a reaction to the increase in programmed settings and that it would take a couple of days for their body to adjust. Neurologist instructed the family to give the pt an extra dose of phenobarbital and to give the additional pm dose of klonopin. There were no prior medication changes that may have contributed to the reported increase in seizure activity. The pt's family member indicated that the pt experienced some increased stress prior to the increase in device settings and neurologist indicated that the pt experienced an increase in seizure frequency with erupting molars. Neurologist indicated that it was initially unknown whether the pt's overall health condition was worsening because they had a prolonged upper respiratory infection and sinusitis. Use of the magnet was successful in aborting the pt's partial seizures. Further follow-up with neurologist revealed that the pt continues to experience breakthrough seizures, but that their overall condition had improved with regard to seizure frequency. The pt had no further complaints of headache or tingling at follow-up visit two weeks after the first increase in programmed settings. Both the normal mode and magnet mode output currents have been further increase (to 0.75ma and 1.0ma respectively) and the pt's keppra dosage has been reduced. Investigation to date has been unable to determine the cause of the reported increase in seizure frequency.